Manufacturer narrative:
Additional information age or date of birth, adverse event or product problem, outcomes attributed to adverse event, event, relevant tests/laboratory data, other relevant history, brand name, device manufacture date. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right internal jugular vein due to pulmonary embolism (pe). Patient alleges organ perforation, depression and anxiety. Patient further noted and alleges to have experienced, "chronic pulmonary embolism causing defects in right lower lung due to the ivc filter. This causes shortness of breath, affecting my daily activities. I feel constant lower back pain from the perforation of the ivc. I fear further damage will occur due to the filter, including death." Filter explanted on (B)(6) 2016. Per abdominal CT, dated on (B)(6) 2016, "ivc filter in place. The prongs extend outside the confines of the ivc into the surrounding soft tissue". Per ir vena cava filter (filter removal). Dated on (B)(6) 2016, "an inferior vena cavogram was performed, demonstrating no in situ or caval thrombus. There was leftward tilt of the filter, with suggestion of a fibrin cap on the left side. Visual inspection of the explanted filter demonstrated that it was in tact. Technically successful retrieval of ivc filter."

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported depression, anxiety, pain, sob are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: pe, organ perforation, tilt depression, anxiety, pain, sob. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2006. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.